Manufacturer narrative:
(B)(4).

Event description:
It was reported that in-clinic interrogation revealed that a patient received inappropriate atp and hv therapy for supra ventricular tachycardia. It was noted that in the episode diagnostics the chamber onset diagnosis is reported as "invalid" and device delivered therapy. Programming changes were made. The patient was stable before and after the event.

Manufacturer narrative:
Correction: PMA/510(k) # has been updated.